Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined root cause was a cracked and shorted capacitor designator c181.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.